Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Additionally, a review of the complaint history was not performed because no lot information was provided. Based on available information, a cause of the reported tissue injury could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the tissue injury. The reported patient effect of tissue injury and mr as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the tissue damage. It was reported the mitraclip procedure was performed to treat mitral regurgitation (mr) (date not provided). One clip (part/lot# unknown) was implanted, reducing mr. On (B)(6) 2022, (estimated date), the patient was admitted to a hospital. Echocardiogram was performed, the clip was secure on both leaflets, but a posterior mitral leaflet tear was observed, and mr increased to 3+. No additional intervention is scheduled. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date (B)(6) 2022. Estimated date (B)(6) 2022.